Event description:
A patient was walking in home with the walker and the leg of the walker broke at the rivet. The patient fell to floor and burned the leg on the carpet, but otherwise had no further injuries. The walker was replaced.